Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At one day postoperatively, the patient presented with diffuse lamellar keratitis (dlk) in the right eye. The patient was prescribed topical steroids and the physician performed a flap lift and rinse. The patient's one day postoperative ucva was 20/15-2 and preoperative bcva was 20/20. The patient has responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
In 2006, an intralase clinical applications specialist (cas) visited the surgical facility and performed an investigation. The system was found to be within specifications. The sterilization and surgical technique was reviewed and the doctor was instructed on his sterilization technique.